Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate pump for insulin therapy. Customer¿s blood glucose level was 180 mg/dl.